Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first instrument fired and the jaws jammed. A second instrument was opened and fired multiple clips before locking out. A third device was opened and used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Ramp broken - damaged ratchet pawl. The analysis results found that device (a) was returned with the jaw ramp broken off from the left side. The device was cycled and ejected the remaining clips due to the returned condition. The antibackup did not function as the ratchet pawl was damaged, and the orange indicator was noted to be beyond its intended position. A corrective action has been initiated to address the root cause of the broken jaw issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regula basis to determine if further investigation is warranted. The analysis results found that device (b) was returned with the jaws broken at bifurcation. This damage is consistent with post decontamination process as evidence by overall state of corrosion. No functional test was performed as the device was empty and fired through, in addition the antibackup did not function as the ratchet pawl spring was noted to be out of position. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. Device b: batch #f9fx7c; mfg date: 01/07/2009; exp date: 02/16/2014. Jaws broken at bifurcation - ratchet pawl spring out of position.